Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
T was reported that the colonovideoscope failed to communicate with the processor and exhibited scope communication error b30 with no image. There were no reports of patient involvement.